Event description:
The pt experienced a jolting sensation along with possible lead breakage. Impedances were greater than 4,000 ohms. The device was removed. The pt outcome was noted as "satisfactory".